Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an explant procedure. During procedure, it was observed that the capture threshold and r-wave amplitude were not adequate on the right ventricular lead. The lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of inadequate capture threshold and r-wave amplitude variation were confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing found hi-pot failure at the connector region. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The cause of the reported events is consistent with procedural damage.

Manufacturer narrative:
Correction: section h6 - the investigation conclusion should have been unintended use error caused or contributed to event, rather than cause traced to component failure.